Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter pulmonic valve replacement (tpvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to pulmonic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified pulmonic artery or pulmonic conduit, minimally or bulky/severely calcified pulmonic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (initial placement location of the initial valve) may have contributed to the valve malposition and subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, it is the physician's practice to add bare metal stents onto the edwards sapien 3 ultra valves to make the valves 'longer' for the pulmonic valve replacement procedures. The sapien 3 ultra valves used for this procedure were modified with bare metal stents prior to use. During a pulmonic valve replacement procedure, a modified 26mm sapien 3 ultra valve was deployed in the pre-existing pulmonic conduit. The team was not satisfied with the final deployment position of the initial valve. A 23mm sapien 3 ultra valve, also modified with the metal stent, was prepared and deployed within the initial sapien 3 ultra valve. At the time of the event, the patient was in stable condition. Both valves remain implanted in the patient. There was no allegation or indication that a malfunction of an edwards device caused or contributed to the final deployment position of the initial valve.